Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-12990 knee scorpion serial/batch number (B)(4) was received for investigation. Functional testing was not performed due to the broken jaw. Visual evaluation found that the instrument was broken at the distal end at the device's jaw. The fragments generated during the event were not returned for analysis. Signs of wear was observed on the instrument. The root cause of the reported failure mode is undetermined; however, the most probable cause is applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces.

Event description:
It was reported that the device is defective. There was no harm for patient, operator or third party reported. No further information received. It will be processed as repair, not as complaint. Update (B)(6) 2023 nen: further information revealed that during the surgery a part of the tip broke off. Update (B)(6) 2023 nen: during a meniscus sewing the tip of the device broke inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new scorpion. It was not necessary to switch the surgical technique or do a second surgery.